Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation / migration') and fallopian tube perforation ('fallopian tube perforation') in a female patient who had essure (batch no. C18715) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain "), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation and mental disorder outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered fallopian tube perforation, genital haemorrhage, mental disorder, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient received treatment for pain,abnormal bleeding,uterus perforation / migration,fallopian tube perforation. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received : previously reported event "injury to herself" updated to " pain", events- "abnormal bleeding,psych injury, uterus perforation / migration,fallopian tube perforation", lot number added. We received a lot number/returned sample/serial number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation / migration') and fallopian tube perforation ('fallopian tube perforation') in a female patient who had essure (batch no. C18715) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain "), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation and mental disorder outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered fallopian tube perforation, genital haemorrhage, mental disorder, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient received treatment for pain,abnormal bleeding,uterus perforation / migration,fallopian tube perforation . Batch no c18715; production date (B)(6) 2014; expiration date (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.